Event description:
Da vinci caidre grasper arm fell off inside of patient when jaws were opened. A slotted grasper was inserted through a port to retrieve broken arm piece. Slotted grasper broke at the hinge when jaws were closed on arm piece. All pieces obtained and given to associate manager. (B)(4), us. FDA safety report ID # (B)(4).